Manufacturer narrative:
(B)(4). The hospital discovered that the over infusion was due to the upper hinge on the platen being cracked and allowing unregulated flow. They are planning to repair the device themselves and will not be returning the device for investigation.

Event description:
Customer reported an over infusion of cardene to a pt with a diagnosis of a head bleed and a do not resuscitate (dnr) order. The pt received 250ccs of cardene within a few minutes. The blood pressure decreased into the 70's. Customer stated that no further pt or event information is available. The hospital discovered that the over infusion was due to the upper hinge on the platen being cracked and allowing unregulated flow. They are planning to repair the device themselves. Customer stated that the product will not be returned because they know the cause of the event and will repair the device.